Event description:
Per the clinic, the patient experienced performance decrement with the device and short circuits were noted on 7 electrodes. Troubleshooting, reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Event description:
It was also reported that the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.